Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated normal battery depletion. Concomtiant producta: 5076-52, lead, implanted: (B)(6) 2006; a 419388, lead, implanted: (B)(6) 2006; a 5076-65, lead, implanted: (B)(6) 2010. (B)(4).